Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 376 mg/dl and an insulin injection was used to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer changed the infusion site.